Event description:
It was reported to medtronic minimed that the customer experienced display anomaly-blank display, power problem-charge/battery lasts less than expected. The customer reported blood glucose value of 597 mg/dl. The customer reported hyperglycemia treated with hospitalization: overnight stay. The event involved product(s) mmt-342, mmt-431aj, mmt-1880. Troubleshooting was partially performed. Customer reported a short battery life or a low battery alarm. Customer requested spare battery cap. It was unknown whether customer used the pump within 48 hours of reported event and it was unknown whether auto mode feature was active at the time of event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. No product return is required for mmt-342. No product return is required for mmt-431aj. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.